Event description:
Boston scientific crm received information that at initial implant of this pacemaker, the leads were reversed in the header. This caused atrial flutter to be stored in the device as episodes of ventricular tachycardia, as well as no pacing in the ventricular chamber. The patient felt constant fatigue, lack of energy and felt tired all the time. A procedure was done removing the leads and replacing them back in the correct position in the device header and the patient immediately felt better, and the atrial flutter was resolved. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that this device was explanted due to infection.